Event description:
It was reported that a pt participated in a (B)(6) study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Pt was implanted with a tplif spacer at levels l3l4size & l4l5size with pedicle screws at l3, l4 & l5. Pt was also implanted with click-x for supplemental fixation. The pt experienced pain for 132 months. Surgery date was (B)(6) 2005, and postoperatively pt experienced increasing back pain due to fall, requiring physical therapy and over the counter anti-inflammatories. This is 12 of 20 reports for the same event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding device was used for treatment, not diagnosis. No sample was returned for eval. The lot number is unk therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.